Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. The stapling devices were being applied to the lobes. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The manual stapling handle internal components were broken but did not fall out. In order to resolve the issue and complete the case, replaced with a new stapling handle and reload. There was no patient harm. The patient status is alive, no injury.